Event description:
It was reported that the patient with this artificial urinary sphincter (aus) went through radiation and after completing the radiation, starting to leak more and more due to cuff erosion through the urethra. A surgical procedure was performed during which the existing cuff was removed, and the remaining components were capped. No further patient complications were reported.